Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation including the operative report and radiologic imaging has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact is the post insert breakage and the revision surgery. The patient¿s current health status is unknown. Therefore, no further clinical/medical can be rendered. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, product prints and prior actions could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed, the patient's insert broke. This adverse event was solved by a revision surgery on 28-nov-2023, in which the device was changed to a lgn ps high flex xlpe sz 7-8 10mm, increasing the size of the insert from 9mm to 10mm. Health status of the patient is unknown.